Event description:
N/s

Manufacturer narrative:
Analysis of production: (3331) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period ( jul 2019 through jun 2021) was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed an non-functioning screen, as well as that the unit would alarm at start-up. Due to error codes 4, 5, 6, the fse resolved the issue by replacing the main board. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted. The full event site name is (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor screen went blank, made a loud beeping noise and shut off. Additionally, the end user turned the pump off, and the iabp unit had a blue screen and blue fuzzy lines displayed on the screen. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.